Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: pain: unable to observe as it is a medical event not related to the device. Seroma-late: unable to observe as it is a medical event not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: deformation observed. Brown particles observed on the surface of the shell.

Event description:
Healthcare professional reported right side ¿pain¿, ¿swelling¿, ¿treatment is seroma drainage¿, and ¿capsular contracture¿. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed. Pain: unable to observe as it is a medical event not related to the device. Seroma-late: unable to observe as it is a medical event not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: deformation observed. Brown particles observed on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side ¿pain¿, ¿swelling¿, ¿treatment is seroma drainage¿, and ¿capsular contracture baker grade unknown.¿ healthcare professional additionally reported rupture, and seroma-late. Device has been explanted.

Event description:
Healthcare professional reported right side ¿pain¿, ¿swelling¿, ¿treatment is seroma drainage¿, and ¿capsular contracture¿. Device has been explanted.

Manufacturer narrative:
Health effect impact code : f2201 biopsy. A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture baker grade unknown.